Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site for further investigation of the reported issue. Troubleshooting by the fse confirmed that the issue was with the master tool manipulator (mtm) on the console. The mtm was replaced and the tested then was tested and verified as ready for use. Isi has received the mtm that was replaced and completed the device evaluation. Failure analysis investigation revealed that the reported failure of grip calibration was able to be reproduced during calibration. The root cause of the issue was found to be a component failure. A review of the site's complaint history identified no other complaints related to the instrument and/or this event. No image or procedure video was provided for review. A log review was performed by technical support during the initial troubleshooting with the customer, and no errors were identified at the time. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: system unavailability after the start of a surgical procedure led the procedure to be converted to another da vinci console. While there was no harm or injury to the patient, if the failure were to recut, it could cause or contribute to an injury due to the patient¿s inability to tolerate a procedure conversion if the procedure were to be converted to an open surgical procedure.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, arm1 on the system was not responding. Upon contacting technical support, the nurse who called stated that they were in the middle of power cycling the system, but the issue persisted after the system powered up again. The surgeon reported that before the power cycle, the grip axis would not respond, and he was not able to follow on matching grip (fomg) of universal surgeon manipulator (usm1). They had also attempted different instruments, reseating the sterile adapter, and replacing the drape prior to calling, but nothing resolved the issue. There were no related errors in the logs. The surgeon planned to move forward as a 3-arm case using usm2, usm3, and usm4, but the surgeon was not able to take control of usm2. The issue appeared to be related to the left master tool manipulator (mtml) on the surgeon side console (ssc). The intuitive surgical, inc. (Isi) technical service engineer (tse) walked the customer through a hard power cycle of the ssc, but the issue persisted. The customer had access to another ssc and the tse confirmed that the systems were compatible. The customer proceeded with bringing in the other ssc, connected it to the system, and the surgeon was able to proceed with the case. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information related to the event. However, no further details have been received as of the date of this report.